Event description:
It was reported that a minicap extended life pd transfer set had fluid flow with the twist clamp closed. The event was further described as ¿fluid was pouring out the end¿ of the ¿pd catheter despite twist clamp being closed¿. This occurred during use of the device for continuous ambulatory peritoneal dialysis (pd) therapy. The transfer set was changed and the patient was reported to be well with no issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant product: minicap (previously submitted as ni). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.